Event description:
"Y" came apart while pt infusing 5fu @home. Rn met up with patient. Blood and chemo leaked back. "Y" extension had come apart where clear tubing is glued to hub. No harm to pt other than chemo spill clean up. Also delayed treatment and pt was sent to e.r. To make sure IV port was okay since it had backed up with blood.